Event description:
It was reported that the patient presented in clinic for follow-up experiencing muscle stimulation. The pulse generator exhibited back-up vvi operation. It was noted that the patient had recent radiation treatments. After a device download, the device resumed normal function. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).